Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. Visual examination of the provided picture identified that the threaded shaft and drill bit had fractured. No additional evaluation could be made with the provided picture. Lot identification is necessary for review of device history records; lot identification was not provided. Review of complaint history identified additional similar complaints for the reported items. However, as the lot number is unknown, an additional review could not be carried out. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 31-323240 3.2mmx40mm rnglc+ acet drl bit unknown. G2: foreign: spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when impacting the implant that the thread in the handle broke where the screw connects. The event occurred during surgery and there was no consequences or impact to the patient. Attempts have been made and no further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b5, e1, e2, e3, g3, g6, h2.

Event description:
It was reported when impacting the implant that the thread in the handle broke where the screw connects as well as the drill bit. The event occurred during surgery and there were no consequences or impact on the patient. The surgery was completed with a second device, and the surgical technique was utilized.